Manufacturer narrative:
Lens was returned in liquid, in a lens vial. Visual inspection found piece of haptic missing. No similar claims were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a micl12.6, -11.5 diopter, implantable collamer lens tore during loading. The reporter confirmed that it was not due to user or technician error and that "the loader tore the lens". There was no patient contact.